Event description:
It was reported that the pt, implanted in 2000, hears a permanent disturbing noise and a knocking sound since (B)(6) 2012. Moreover, everything sounds as if it was background noise. The external parts were exchanged, but the situation remained. Testing in situ shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.